Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported message on screen (right limb not connected). There was no report of adverse patient impact.